Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, analysis was unable to prime the insulin pump during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.